Event description:
It was reported during an lar procedure they could not close the anvil and the closing lever was broken with the cs40b. A cdh device was used to complete the case.

Manufacturer narrative:
Information anticipated, but unavailable at this time.